Event description:
Customer called and stated they were laying on the pad when it shorted out and made an electrical pop.

Manufacturer narrative:
Our investigation found: cord ok, broken/missing trigger, cracked switch case, pad ok. Upon further investigation it was determined, the switch housing and black lever were broke, the customer continued to use it which caused it to malfunction, pop, and spark.